Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient developed "extreme pain and limited mobility".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with the following pre-op diagnosis: l3-4 degenerative disc disease with foraminal herniated nucleus pulposus, left l4-5 stenosis and underwent the following procedures: spine lumbar laminectomy with instrumentation ¿ right l3-4 discectomy, l4-5 discectomy with foraminotomy, l3,4,5 with cages and pedicle screws. 01 sep 2011: the patient was discharged from the facility.